Manufacturer narrative:
The device was returned for analysis. The reported suture separation was confirmed as a needle to cuff miss was observed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The patient effect of hematoma is listed in the electronic perclose prostyle instructions for use (eifu), as a possible adverse event of use of the device. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. The patient effect of hematoma is a known inherent risk of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle after a carotid thrombectomy with an 8f sheath. Reportedly, during step 3, the suture thread broke. Another prostyle was used but the same occurred. A hematoma was noted and confirmed to be caused by the 2 prostyle devices during replacement maneuvers. Compressive bandages were used to treat the hematoma. A non-abbott closure device was used to achieve hemostasis. There was a reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose prostyle referenced in b5 is filed under a separate medwatch report number.